Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons were intermittently responding to button presses since the summer. The reporter confirmed that there was no known trauma to the pump and confirmed that there was no moisture noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was observed to be intact. The keypad buttons were tested and were found to be responding intermittently to presses. The keypad was removed and contamination was observed under all of the button contacts.